Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip and remained attached. Based on the condition of the device as found, the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet/getting corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had visibly damaged jaws. A replacement was opened and had the same damage. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. The plastic tip of the serrated jaw on the hp was broken off.

Manufacturer narrative:
On (B)(6) 2015 03:58 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had visibly damaged jaws. A replacement was opened and had the same damage. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. The plastic tip of the serrated jaw on the hp was broken off.